Event description:
Customer reported the fan is noisy and the vertical lift column intermittently fails. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the vertical column problem, and repaired the fan. System operates as intended. This MDR is related to ge healthcare complaint number.